Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during a lab demonstration, the cystonephrovideoscope tested positive for colony forming units (cfus) of an unspecified contamination with 5 samples. The first and second sample were positive for 4 cfus. The third, fourth, and fifth samples were positive for 1 cfu. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.